Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call lack of insulin delivery and high blood glucose. The customer's blood glucose was 369mg/dl at the time of call. Trouble shooting was performed and found insulin flow blocked alarm. Customer had done 4 set changes already. Advised there could be possible site occlusion and change entire set. Trouble shooting was not completed as customer does not feel safe using the device and requests a replacement. Customer declined to trouble shoot for the high blood glucose. Advised sending replacement insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime and seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No unexpected insulin flow blocked alarm.